Event description:
During an endoscopic ultrasound patient complained of esophageal pain. Procedure stopped and approximately 10 minutes later patient was pain free. X-rays done. To or for repair of duodenal perforation.